Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller states the following: section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 54 year old female patient on impella rp. The pump was removed due to increase of placement signal, flows dropping, purge pressure and purge flows increasing. Additionally, plasma free jumped from 10 to 52 and ldh was hemolyzed. The patient is stable.

Manufacturer narrative:
The investigation of low pump flow and hemolysis has been completed. The data logs confirmed the failure mode and clinical narrative. Logs showed after pump started and run for 63 hours, motor current (mc) spiked suddenly spiked to 1600 ma that triggered auto suction response and suction alarms. Product analysis: visual inspection found foreign material inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. Conclusion: most likely, the foreign material was ingested into the cannula which indicated by mc spike, then biomaterial was building up inside the purge gap caused high pressure purge (pp) but resolved and low flow. No biomaterial was found during around the impeller under inspection visually. There was a small amount in the purge gap. No other issues were found on the rest of the pump. Low pump flow was not reproduced in the lab. The root cause of the low flow was most likely biomaterial ingestion based on the ingestion pattern in the data logs. The root cause of hemolysis was most likely foreign material and biomaterial ingestion. D9 date device returned to manufacturer added. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26551 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26551.